Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation however the battery was not. During functional testing, the "device powered off when battery was moved" was unable to be reproduced. A review of the event history log revealed "improper shutdown!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An "improper shutdown!" Message displays the next time the was powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powers off when the battery is moved. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.